Manufacturer narrative:
Device history records review was completed for part# 03.010.404, lot# u125688. Supplier: orchid unique, release to warehouse date: october 25, 2010. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (cann connecting scr f/percutan instruments for nails-ex, part number 03.010.404, lot number u125688). The 03.010.404 cannulated connecting screw are instruments routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system per the associated technique guide. The 03.010.404 connecting screw was returned and reported to have become cross threaded with the nail. This condition is confirmed; while the device was not returned attached to the nail, the distal threads show signs of wear and damage. A root cause could not be definitely determined; however, it is likely that over six years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 10/2010 and is over six years old. The balance of the returned device is in fairly worn condition with markings and discoloration along its length. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the removal of targeting out rigger on (B)(6) 2016, as the surgeon was using a supra patellar tibia nail instrument, the connecting bolt was cross threaded and would not release from nail. The ball/hex connecting screw driver was bent during disconnection at the end of the case. No debris was seen. The surgical procedure was finished with a surgical delay of about five to ten (5-10) minutes. No harm to patient was reported. Concomitant device reported: nail (part number unknown, lot number unknown, quantity unknown). This is report 1 of 1 for (B)(4).